Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation/malposition of essure device location of device: uterus fundus and endometrium/perforation (uterus)"), fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("malposition of essure"), device expulsion ("left essure micro-had almost entirely migrated out of the fallopian into the uterus"), pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg"), loss of consciousness ("almost passed out") and postoperative wound infection ("yucky incision") in a 26-year-old female patient (gravida 5, para 5) who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Concurrent conditions included overweight. Concomitant products included venlafaxine (effexor). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain/ can't loose in tummy only"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots."), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced alopecia ("hair loss/ hair falls out with clumps everyday"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, vomiting in pregnancy, abdominal pain, uterine enlargement and abdominal distension, loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with incision site pruritus, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), fibronectin increased ("fetal fibronectin positive"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain.") And gait disturbance ("gait disturbance "). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with sumatriptan (imitrex), miconazole nitrate (neosporin af), hydrogen peroxide (peroxide)and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the fallopian tube perforation, device dislocation, loss of consciousness, postoperative wound infection, vaginal haemorrhage, headache, flatulence and gait disturbance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, fibronectin increased, flatulence, gait disturbance, headache, loss of consciousness, menorrhagia, migraine, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Current weight 164lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on (B)(6) 2009: hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6) 2009: plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6) 2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection, wound complication quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Event: perforation of fallopian tube were added. Reporters information updated. Concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus"), pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg"), device dislocation ("malposition of essure"), loss of consciousness ("almost passed out") and postoperative wound infection ("yucky incision") in a 26-year-old female patient (gravida 5, para 5) who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain/ can't loose in tummy only"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, vomiting in pregnancy, abdominal pain, uterine enlargement and abdominal distension, loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with wound complication, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots."), alopecia ("hair loss/ hair falls out with clumps everyday"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), fibronectin increased ("fetal fibronectin positive"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain.") And gait disturbance ("gait disturbance "). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with sumatriptan (imitrex), miconazole nitrate (neosporin af), hydrogen peroxide (peroxide), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery (bilateral tubal ligation on (B)(6) 2010) and surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the device dislocation, loss of consciousness, postoperative wound infection, vaginal haemorrhage, headache, flatulence and gait disturbance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibronectin increased, flatulence, headache, loss of consciousness, menorrhagia, migraine, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on (B)(6) 2009: hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes nuclear magnetic resonance imaging - on (B)(6) 2009: plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6) 2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection, wound complication most recent follow-up information incorporated above includes: on 7-jun-2018: social media received. Reporter information updated. Patient details added. Product information and lab data updated. Events were clubbed with previously added events. Events: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consciousness, post-operative wound infection, wound complication were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus"), pregnancy with contraceptive device ("pregnant with essure") and device dislocation ("malposition of essure") in a female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced abdominal pain ("abdomen pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting in pregnancy, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), fibronectin increased ("fetal fibronectin positive") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (bilateral tubal ligation on (B)(6) 2010). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the device dislocation, vaginal haemorrhage, headache and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibronectin increased, headache, menorrhagia, migraine, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6) 2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received- reporter information, patient details, other relevant history, product information, events- malposition of essure, abnormal bleeding (vaginal), headache, abdomen pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081397) on (B)(6)2017. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation/malposition of essure device location of device: uterus fundus and endometrium/perforation (uterus)"), fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("malposition of essure"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus"), menorrhagia ("abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots./previously had very bad periods"), pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg"), loss of consciousness ("almost passed out"), postoperative wound infection ("yucky incision") and autoimmune disorder ("autoimmune condition") in a 26-year-old female patient who had essure (batch no. 628441, 626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6)2001, (B)(6)2003, (B)(6)2007, (B)(6)2009, (B)(6)2010). Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen (motrin), naproxen and venlafaxine hydrochloride (effexor). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient was found to have weight increased ("weight gain/ can't loose in tummy only"), 9 months 11 days after insertion of essure. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced alopecia ("hair loss/ hair falls out with clumps everyday/ hair is falling out"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with incision site pruritus, autoimmune disorder (seriousness criterion medically significant) with nasal polyps, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain."), gait disturbance ("gait disturbance "), feeling abnormal ("brain fog"), tooth disorder ("problems with my teeth"), rash ("rashes for 3 years on my arms"), night sweats ("night sweat"), insomnia ("insomnia") and menstrual disorder ("very bad periods"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, morning sickness, abdominal pain, uterine enlargement and abdominal distension and was found to have fibronectin increased ("fetal fibronectin positive"). The patient was treated with hydrogen peroxide (peroxide), miconazole nitrate (neosporin af), sumatriptan (imitrex) and surgery ((B)(6)2016 hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, bilateral tubal ligation on (B)(6)2010 and cryoablation 2009). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and device expulsion had resolved, the menorrhagia, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the loss of consciousness, postoperative wound infection, autoimmune disorder, vaginal haemorrhage, headache, flatulence, gait disturbance, feeling abnormal, tooth disorder, rash, night sweats, insomnia and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2010. The reporter provided no causality assessment for autoimmune disorder, feeling abnormal, insomnia, night sweats, rash and tooth disorder with essure. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, fibronectin increased, flatulence, gait disturbance, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Discrepancy noted in insertion date. Previously reported as: (B)(6)2009 in current follow up reported as: (B)(6)2008 current weight 164lbs. Consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events.  Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on (B)(6)2009: . Hysterosalpingogram - on (B)(6)2009: results: full occlusion of fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6)2009: . Plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6)2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection and wound complication. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: maude case received. Reporter information received. Start date updated. New lot number added. Product information updated. Events: brain fog, problems with my teeth, rashes on my arms, night sweat, insomnia, menstrual disorder, autoimmune disorder and recurring growth on my nose were newly added.event outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation"), device dislocation ("malposition of essure"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus"), pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg"), loss of consciousness ("almost passed out") and postoperative wound infection ("yucky incision") in a 26-year-old female patient (gravida 5, para 5) who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010). Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain/ can't loose in tummy only"). On 10-jun-2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, vomiting in pregnancy, abdominal pain, uterine enlargement and abdominal distension, loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with incision site pruritus, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots."), alopecia ("hair loss/ hair falls out with clumps everyday"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), fibronectin increased ("fetal fibronectin positive"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain.") And gait disturbance ("gait disturbance "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with sumatriptan (imitrex), miconazole nitrate (neosporin af), hydrogen peroxide (peroxide), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy) and surgery (bilateral tubal ligation on (B)(6) 2010). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the device dislocation, loss of consciousness, postoperative wound infection, vaginal haemorrhage, headache, flatulence and gait disturbance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibronectin increased, flatulence, gait disturbance, headache, loss of consciousness, menorrhagia, migraine, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on 10-jun-2009: hysterosalpingogram - on 10-jun-2009: full occlusion of fallopian tubes nuclear magnetic resonance imaging - on 10-jun-2009: plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6) 2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection, wound complication . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation/malposition of essure device location of device: uterus fundus and endometrium/perforation (uterus)"), fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("malposition of essure"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus"), menorrhagia ("abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots./previously had very bad periods"), pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg"), loss of consciousness ("almost passed out"), postoperative wound infection ("yucky incision") and autoimmune disorder ("autoimmune condition") in a 26-year-old female patient who had essure (batch no. 628441 ,626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6)2001, (B)(6)2003, (B)(6)2007, (B)(6)2009, (B)(6)2010). Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen (motrin), naproxen and venlafaxine hydrochloride (effexor). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient was found to have weight increased ("weight gain/ can't loose in tummy only"), 9 months 11 days after insertion of essure. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced alopecia ("hair loss/ hair falls out with clumps everyday/ hair is falling out"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with incision site pruritus, autoimmune disorder (seriousness criterion medically significant) with nasal polyps, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain."), gait disturbance ("gait disturbance "), feeling abnormal ("brain fog"), tooth disorder ("problems with my teeth"), rash ("rashes for 3 years on my arms"), night sweats ("night sweat"), insomnia ("insomnia") and menstrual disorder ("very bad periods"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, morning sickness, abdominal pain, uterine enlargement and abdominal distension and was found to have fibronectin increased ("fetal fibronectin positive"). The patient was treated with hydrogen peroxide (peroxide), miconazole nitrate (neosporin af), sumatriptan (imitrex) and surgery ((B)(6)2016 hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy, bilateral tubal ligation on (B)(6)2010 and cryoablation (B)(6)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and device expulsion had resolved, the menorrhagia, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the loss of consciousness, postoperative wound infection, autoimmune disorder, vaginal haemorrhage, headache, flatulence, gait disturbance, feeling abnormal, tooth disorder, rash, night sweats, insomnia and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2010. The reporter provided no causality assessment for autoimmune disorder, feeling abnormal, insomnia, night sweats, rash and tooth disorder with essure. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, fibronectin increased, flatulence, gait disturbance, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Discrepancy noted in insertion date. Previously reported as: 11-mar-2009 in current follow up reported as: 01-jun-2008 current weight 164lbs. Consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events.  Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on (B)(6)2009: . Hysterosalpingogram - on (B)(6)2009: results: full occlusion of fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6)2009: . Plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6)2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early (B)(6) ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection and wound complication. Lot number:626438 manufacture date:2008/01 expiration date:2009/12 lot number:628441 manufacture date:2008/12 expiration date: 2011/12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4) ) on (B)(6)2017. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated the uterus/ left coil is sticking too far into the uterus/ coil perforation/malposition of essure device location of device: uterus fundus and endometrium/perforation (uterus)'), fallopian tube perforation ('perforation of fallopian tube'), device dislocation ('malposition of essure'), device expulsion ('left essure micro-insert had almost entirely migrated out of the fallopian into the uterus'), menorrhagia ('abnormally heavy menstrual bleeding/ heavy bleeding/ super heavy periods. Like, huge clots./previously had very bad periods'), loss of consciousness ('almost passed out'), postoperative wound infection ('yucky incision') and autoimmune disorder ('autoimmune condition') in a 26-year-old female patient who had essure (batch no. 628441 ,626438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6)2001, (B)(6)2003, (B)(6), (B)(6)2009, (B)(6)2010). Plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at 20 weeks gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6)2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Concurrent conditions included overweight. Concomitant products included ibuprofen, ibuprofen (motrin), naproxen and venlafaxine hydrochloride (effexor). On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient was found to have weight increased ("weight gain/ can't loose in tummy only"), 9 months 11 days after insertion of essure. On (B)(6)2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), fatigue ("chronic fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced alopecia ("hair loss/ hair falls out with clumps everyday/ hair is falling out"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with adnexa uteri pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria disability, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant) with incision site pruritus, autoimmune disorder (seriousness criterion medically significant) with nasal polyps, abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain/ joint pain") with muscle tightness and musculoskeletal pain, uterine pain ("uterine pain"), depression ("depression"), anxiety ("anxiety/ anxiety increased"), migraine ("migraines/ migraine after getting essure"), tooth fracture ("cracked and chipped teeth"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation"), headache ("headache"), flatulence ("fill abdomen with gases and itb is literally the worst pain."), gait disturbance ("gait disturbance "), feeling abnormal ("brain fog"), tooth disorder ("problems with my teeth"), rash ("rashes for 3 years on my arms"), night sweats ("night sweat"), insomnia ("insomnia"), menstrual disorder ("very bad periods") and post procedural haemorrhage ("bleeding that much after your hysterectomy"), was found to have a pregnancy with contraceptive device ("pregnant with essure/ pregnant 2 weeks after my hsg") with nausea, morning sickness, abdominal pain, uterine enlargement and abdominal distension and was found to have fibronectin increased ("fetal fibronectin positive"). The patient was treated with hydrogen peroxide (peroxide), miconazole nitrate (neosporin af), sumatriptan (imitrex) and surgery (08mar2016 hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and cryoablation 2009). Essure was removed on(B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and device expulsion had resolved, the menorrhagia, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, alopecia, fatigue, depression, anxiety, migraine, tooth fracture, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving and the loss of consciousness, postoperative wound infection, autoimmune disorder, vaginal haemorrhage, headache, flatulence, gait disturbance, feeling abnormal, tooth disorder, rash, night sweats, insomnia, menstrual disorder and post procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2010. The reporter provided no causality assessment for autoimmune disorder, feeling abnormal, insomnia, night sweats, rash and tooth disorder with essure. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, fibronectin increased, flatulence, gait disturbance, headache, loss of consciousness, menorrhagia, menstrual disorder, migraine, post procedural haemorrhage, postoperative wound infection, pregnancy with contraceptive device, tooth fracture, uterine contractions during pregnancy, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Discrepancy noted in insertion date. Previously reported as: (B)(6)2009 in current follow up reported as: (B)(6)2008 current weight 164lbs. Consumer mentioned a serious injury (life-threatening, hospitalization, required intervention and other serious ¿ important medical event) but did not specify it to one of the events.  Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Biopsy cervix - on (B)(6)2009: . Hysterosalpingogram - on (B)(6)2009: results: full occlusion of fallopian tubes. Magnetic resonance imaging - on (B)(6)2009: . Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle tightness, uterine enlargement, flatulence, musculoskeletal pain, adnexa uteri pain, gait disturbance, loss of consiousness, post-operative wound infection and wound complication. Lot number:626438 manufacture date:2008/01 expiration date:2009/12 lot number:628441 manufacture date:2008/12 expiration date: 2011/12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: social media received. Reporter information added. Event: bleeding that much after your hysterectomy added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated the uterus"), device expulsion ("left essure micro-insert had almost entirely migrated out of the fallopian into the uterus") and pregnancy with contraceptive device ("pregnant with essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting in pregnancy, dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), alopecia ("hair loss"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("cracked and chipped teeth"), weight increased ("weight gain"), uterine contractions during pregnancy ("contractions during 20 weeks of gestation") and fibronectin increased ("fetal fibronectin positive"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (bilateral tubal ligation on (B)(6) 2010). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, alopecia, fatigue, depression, anxiety, migraine, tooth disorder, weight increased, uterine contractions during pregnancy and fibronectin increased was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, fatigue, fibronectin increased, menorrhagia, migraine, pregnancy with contraceptive device, tooth disorder, uterine contractions during pregnancy, uterine pain, uterine perforation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes plaintiff tested positive for fetal fibronectin on an unspecified date. As a result, at (B)(6) gestation, she was ordered to remain on strict bedrest for the remainder of her pregnancy. On (B)(6) 2010 she underwent a bilateral tubal ligation, during which both of her fallopian tubes were ligated to prevent future pregnancy. In early 2016 ultrasound showed that the left essure micro-insert had almost entirely migrated out of the fallopian into the uterus. The ultrasound further revealed that the migrated micro-insert had also perforated the uterus. Incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.